Event description:
Literature: o'sullivan d, pell m. Long-term f/u of dbs of thalamus for tremor and stn for parkinson's disease. Brain res bull. 2009; 78(2-3): 119-121. Summary: dbs of the vim nucleus of the thalamus maintains long-term benefit for tremor due to essential tremor or to severe tremulous parkinson's disease. As far as bilateral stn stimulation, it maintains the benefit for the movement disorder aspect of parkinson's disease, such as tremor, rigidity and bradykinesia, but in the author's experience, does not prevent the progression of the disease and therefore is of no benefit for the non-dopaminergic aspects of the disease. Event: it was reported that the pt experienced infected leads which led to device removal with eventual re-implantation after a 3 month period with benefit.

Manufacturer narrative:
See MFR report #: 2182207200907584.